Event description:
A surgeon reported that the system suddenly turned off during procedure. The doctor tried to reset the system; however, the touch screen monitor was not working. The system was exchanged and the case was completed without harm to the pt. There was a one hour delay reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).